Event description:
It was reported that the external pulse generator (epg) was r on t pacing due to undersensing. The patient experienced ventricular tachycardia (vt) and cardiac arrest requiring cardiopulmonary resuscitation (CPR), open chest surgery , and artificial respiration. The patient also experienced renal insufficiency and neurological damage. The epg remains in use. No further patient complications have been reported as a result of this event.